Event description:
It was reported that during a declot procedure of a completely blocked left thigh graft, sheath break occurred. The graft was successfully declotted with angioplasty, tissue plasminogen activator and heparin. At conclusion of procedure, during attempt to remove the 6 fr x 7 super sheath there was no difficulty or resistance when pulling the sheath back, however the device broke in half leaving the distal portion of the sheath inside the patient. The physician attempted to remove the sheath fragment via access with upsize 8f sheath and an inflated balloon catheter; tried pulling the sheath back with the balloon but the sheath fragment would not move. The patient was taken to surgery, a small incision was made and the sheath fragment was successfully removed. No further patient complications were reported and the patent's status is listed as stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a declot procedure of a completely blocked left thigh graft, sheath break occurred. The graft was successfully declotted with angioplasty, tissue plasminogen activator and heparin. At conclusion of procedure, during attempt to remove the 6 fr x 7 super sheath there was no difficulty or resistance when pulling the sheath back, however the device broke in half leaving the distal portion of the sheath inside the patient. The physician attempted to remove the sheath fragment via access with upsize 8f sheath and an inflated balloon catheter; tried pulling the sheath back with the balloon but the sheath fragment would not move. The patient was taken to surgery, a small incision was made and the sheath fragment was successfully removed. No further patient complications were reported and the patent's status is listed as stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned device revealed the sheath tube was broken at the location of 38 mm from the sheath tip. The broken part of the returned product was observed and magnified. It was confirmed that a cut on the sheath tube made by sharp instrument was found on the broken part. It appeared the rest of the broken part was pulled and detached when being pulled out in the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).